Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the auditory and vibratory alarms were tested and were found to be fully functional. No alarm issues were found.

Event description:
The patient reported that the pump emitted a loss of prime warning; the patient reportedly did not notice the alarm for 20 minutes. The patient stated that the pump did not vibrate to warn her. The patient also stated that the audio alarms were not working. The patient reported that the alarm settings were on "medium" volume. This report is made based on the allegation that the pump alarming systems may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.